Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc (B)(4). Contact peron: (B)(4). Our fse was on site and investigated the reported issue. We have been provided excerpt logs from the fse. The logs confirm the reported technical alarms. The remedy for the alarms in the service manual is, to replace the control circuit board. The fse did the replacement. The control circuit board was returned for our investigation. The reported issue could not be reproduced by us therefore the root cause could not be identified.

Event description:
Manufacturer ref. #: (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact peron: (B)(4).

Event description:
It was reported that the ventilator generated three technical error codes indicating communication error. There was no patient involvement. Manufacturer ref. #: (B)(4).